Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 126-235 mg/dl. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.